Manufacturer narrative:
The intellanav mifi open-irrigated ablation catheter was returned to boston scientific for analysis. Visual inspection presents a cut in the catheter shaft, at approx. 11cm from the distal tip. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The right and left curves are placed in the template shaded areas; the device passed the dimensional testing. Complaint was not confirmed through cis analysis for bad/poor curve. However, a secondary finding was observed with cut in the catheter shaft. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU.

Event description:
Reportable based on analysis completed on 25 september 2023. It was reported that during a radiofrequency ablation procedure to treat atrial flutter (af) an intellanav mifi open-irrigated catheter was selected for use. It was noted while inside the patient anatomy, that there was damage to the curve portion of the catheter. The catheter could not bend properly. No resistance was felt while maneuvering the catheter. The patient did not have any unusual or tortuous anatomy. The physician did not used sheaths, the incident occurred after the packaging was unpacked. The device was replaced, and the procedure was completed successfully without patient complications. The catheter was returned for analysis. Complaint was not confirmed through cis analysis for bad/poor curve. However, a secondary finding was observed with cut in the catheter shaft.